Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined at this time. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that after a failed attempt to insert a naso-gastric (ng) feeding tube, a naso-enteric tube (ne, dobhoff) was inserted. After 30-minutes, the patient complained of difficulty breathing above her baseline. Additional information was received from the customer and stated that the patient was radiologically confirmed pneumothorax shortly after the attempted insertion and needed to be transferred to their ICU for stabilization. The patient is alive but disabled on (B)(6) 2024, and has not had a follow-up in the muhc since. Per the customer, there is no further information regarding patient's disability and correlation with the dobhoff tube in the medical documentation from that appointment.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.